Event description:
It was reported that during a superion indirect decompression system implant procedure the set screw on the implant broke. The broken implant was replaced with a new one and the procedure was completed successfully. The patient was doing well post operatively. The broken implant was discarded at the facility and was not returned.